Event description:
It was reported that the programmer rebooted multiple times upon start up and that it had a long boot-up time. It was further reported that it generated error messages. The programmer head was also reported to have a fraying cord connection. The programmer and head were returned for service. There was no patient involvement indicated in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) there was an issue accessing the hard drive once; otherwise it booted in 45 seconds. During software load the device shut off before it could complete the load. Power supply found out of electrical specification. (B)(4) the rf (radio frequency) head cable is frayed near the base of the head. The rf head passed incoming functional testing.